Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label.

Event description:
Edwards received notification that the patient experienced a ruptured chord during the study procedure. The chord rupture was noticed about 3/4th of the way in the procedure on echo. It was assumed that during a grasp of one of the tricuspid leaflets as the implant catheter was being retracted, that there may have been some manipulation to disrupt a chord. It was hard to say as it was noticed later in the procedure after several grasping attempts. Patient's starting tr was severe. The physician graded the tr as unchanged with maybe slightly more tr due to the ruptured chord. Patient's condition is stable. Patient will possibly be considered for an alternative therapy (i.e., evoque).

Manufacturer narrative:
After image review, there was no imaging evidence of the difficult implant catheter removal from the guide sheath. There appeared to be a small linear echo density prolapsing into the right atrium, consistent with mobile chord, following the retraction of the pascal ace device into the right atrium. Per the instructions for use (IFU), chordae tendinae rupture are known potential adverse events which has been identified as a possible complication of the pascal implant procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to leaflet tissue rupture. The pascal implant is deployed and secured to the leaflets of the valve, failure to release leaflets from paddles and clasps prior to repositioning, failure to set the implant in the elongated position when retracting in the atrium, may result in leaflet damage and/or chordal entanglement. Excessive manipulation of the implant below the leaflets may also cause the implant to be entangled in the chords; chordal entanglement may result in cardiac injury, worsening regurgitation, difficulty, or inability to remove the implant. The pascal training manuals instruct the operator on proper positioning and deployment of the device, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the pascal system. Training includes patient screening (to ensure anatomy is suitable for the device), device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment of the device. There was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that the root cause is not likely to be related to the pascal device and is instead related to procedural use (misinterpretation of anatomical structures, interaction with chord) and patient factors (dense chordae). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. There are no nonconformances identified related to the complaint event.